Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that there was a speaker malfunction inop and no audible sound. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed onsite service personnel which included verification of the inop message. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause was a faulty speaker. The issue was resolved by replacing the speaker and the device is back in service.